Event description:
It was reported that during implant, the set screw of the device would not tighten and there was no ratchet noise. The set screw may have been stripped or had another malfunction. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw socket was rounded.